Event description:
It was reported by the customer that the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes are clotting. The samples had to be recollected, but no patient impact was reported.

Manufacturer narrative:
D1: medical device brand name: bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 313604, d4. Medical device expiration date: 30-sep-2024, h4. Device manufacture date: 16-may-2023, d4. Medical device lot #: 3222754, d4. Medical device expiration date: 31-jan-2025, h4. Device manufacture date: 10-aug-2023.

Event description:
It was reported by the customer that the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes are clotting. The samples had to be recollected, but no patient impact was reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 29-feb-2024. H.6. Investigation summary: bd received five (5) samples of each lot and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for clotted samples was observed. Additionally, the customer samples were evaluated by visual examination and no issues were observed. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of clotted samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.